Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion (22. 47, 21. 89, 27. 62 pounds per square inch) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9,h3, h6, h11. H11: the device was received for evaluation. During functional testing , 'failed downstream occlusion (22.47, 21.89, 27.62), was not reproduced . The device was tested for downstream occlusion detection and passed. A review of the event history revealed "invalid clamp detected" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor was found out of calibration. Should additional relevant information become available, a supplemental report will be submitted. The force sensor requires calibration to address this issue.